Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot. Visual inspection shows that damage to lcd window is a scratch not a crack as reported by the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a crack on the lcd screen. The customer's blood glucose was unknown. The customer stated that the insulin pump fell on the ground. Advised the customer to disconnect from the insulin pump, and to revert to their back-up plan. No further information was reported.